Event description:
Catheter blocked due to casts and debris, maximum fenestration are blocked¿.no fluid flow & removed by customer with in three months.

Manufacturer narrative:
Pr 2490130 follow-up emdr for device evaluation: one photo sample was received by our quality team for investigation. Upon visual inspection of the sample, it was observed that the blood coagulation within the catheter. In the absence of fluid flow the catheter does have the potential to be blocked due to blood clotting. In these instances, catheter maintenance performed per the instructions in the IFU may help relieve occlusions. A device history review could not be completed as no batch number was provided. Based on the quality team's investigation, it was determined that the root cause of the reported failure mode (occlusion) was appropriate catheter maintenance was not performed . Complaints received for this device and defect will continue to be monitored for future occurrences. H3 other text : see manufacturer here

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Catheter blocked due to casts and debris, maximum fenestration are blocked. No fluid flow & removed by customer with in three months.